Event description:
Caller reported experiencing alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to perform a series of troubleshooting steps, including disconnecting and tightening parts of the insulin pump system, delivering a bolus, and ultimately filling and loading a new cartridge. The customer replace supplies as necessary and continue insulin therapy.